Manufacturer narrative:
Device was not returned for evaluation; therefore, the root cause could not be determined. A DHR review was performed without findings. A follow-up report will be filed if more info becomes available.

Event description:
It was reported that the iab began to unwrap as the md was inserting the iab through the sheath. The iab became stuck in the sheath. As a result, the md removed the iab and the sheath as one unit. The md successfully replaced the iab with an iab-06840-u iab. There were no reported pt complications.